Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6)2017 a patient (pt) called our (B)(4) affiliate to report discomfort in both eyes after inserting new lenses from sealed blisters of the acuvue oasys brand contact lenses on (B)(6)2017. The pt initially reported that he/she had ¿micro-scars¿ in both eyes. On (B)(6)2017 a return call was placed to the pt who reported increased discomfort on (B)(6)2017. The pt stated that he/she removed the suspect lenses, rinsed and rubbed the lenses and reinserted the lenses in both eyes. The pt reported at that time the eyes felt better. The following morning the pt woke with irritation, photophobia, red eyes and a burning sensation in both eyes. The pt went to the eye care professional (ecp) on (B)(6)2017 and was advised by the ecp that he/she had ¿micro fissures ou caused by the contact lenses.¿ the pt was prescribed tobrex every six hours until the medication is finished. The pt also reported that he/she was prescribed another medication, but the name was unknown. The pt also reported that he/she had not yet filled the prescription, but would get the medications that day. The pt reported that he/she is a long-time wearer of the current brand for over fourteen years, has a replacement schedule every 20 days with daily contact lens wear. An email was received from the pt on (B)(6)2017 with a picture of the pt's eyes; pt reported intense redness, eye pain, burning, and sensitivity to light. On (B)(6)2017 an email was received from the pt who reported that he/she did not get the prescriptions filled by the pharmacy, but returned to the ecp¿s office and was given samples of vigamox; pt was instructed to use the vigamox eye drops every two hours on the first day, then every four hours for ¿inflamed eyes.¿ pt reported that both eyes are still irritated currently. Pt reported he/she would try to get the ecp report of diagnosis and treatment. On 12jun2017 a call was placed to the pt and additional information was obtained as follows: pt reported that the ecp refused to provide the medical report. The pt reported he/she does not know the diagnosis. Pt reported a follow-up visit to the ecp on saturday and is using the eye drops every four hours and an eye cream every night (name is unknown). Pt reported ou burning sensation, is wearing sun glasses and reports and ecp appointment for (B)(6)2017. Pt reported that the diagnosis is ¿possibly keratitis¿, but can¿t confirm. Pt reported multiple ecp exams and ¿cornea is very thin.¿ on 14jun2017 a call was placed to the pt for additional information, but no voice-mail was available. No additional information was received. Multiple calls were placed to the pts treating ecp, but no additional information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002smt was produced under normal conditions. The suspect product was requested for return for evaluation, but it has not been received. This event is being reported as a worst case od event as the diagnosis and treatment have not been confirmed. The os event will be captured in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2017 an email was received from the patient (pt) with additional information. The pt reported that he/she has returned to contact lens wear. On (B)(6) 2017 an additional email was received from the pt with additional information: an image of a sealed bottle of systane; a sealed bottle of vigamox, and a sample box of regencel. Note from the pts treating eye care provider (ecp) dated (B)(6) 2017 which stated the pt needed five days away from work for conjunctivitis. Note from the pts treating ecp, not dated, advising the pt needed one day away from work for conjunctivitis no additional medical information has been received; no additional medical information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
One opened contact lens case was received from the customer, which contained two lenses for lot # l002smt. The lenses met company standards for base curve and center thickness. Visual inspection revealed no visual attributes. Both lenses were observed to be out of specification for lens diameter. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.